Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life and received a replace battery alert. The customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, and the issue was resolved by replacing the battery. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No blank display during testing. Pump passed self test and active current measurement. No unexpected replace battery alarm during testing. However, the pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2025 07:29:00.000, 06/19/2025 07:31:16.000, 06/19/2025 17:49:00. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 17:49:00 faster than expected at 0.0 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 07:29:00 after more than 7 days at 8.74 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 02:26:00 faster than expected at 6.47 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, motor, and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, cracked case (battery tube). Blank display not confirmed. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected, confirmed in the pump history and pump received with a high sleep current measurement, due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.